Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that the patients ipg was repositioned from the patients left side of their back to the right, this was due to persistent pain at the ipg site. Stimulation was restored following the procedure. Related manufacturer reference number: 1627487-2022-07122.